Event description:
It was reported that the user experienced a low glucose event with a reported blood glucose of 39 mg/dl and treated with oral glucose tablets, described as taking a whole bottle, during which the system indicated low glucose and a rapid glucose decline. Symptoms included hypoglycemia. Outcomes included the need for oral carbohydrate intervention without hospitalization. Investigation included case triage and user troubleshooting with education regarding hypoglycemia recognition and treatment. Investigation of this case revealed no device malfunction identified and no device component failure reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.